Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he was hospitalized for high blood glucose. Customer's blood glucose was 1900 mg/dl. Customer was hospitalized for 23 days due to also having a cardiac arrest. Customer's blood glucose at time of call was 350 mg/dl. Customer was not wearing the device for 23 days prior to the hospitalization. During troubleshooting, found air bubbles in the reservoir. Customer will not be returning the device for analysis.